Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the acoustic lens of the gastro videoscope had a chip and was scratched. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the acoustic lens of the gastro videoscope had a chip and was scratched. There were no reports of patient involvement.